Event description:
It was reported that during a da vinci-assisted surgical procedure, shavings came off from the vessel sealer extend instrument and fell into the patient's anatomy. It was reported that the fragments were retrieved with another instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the site's robotics coordinator and the following information was obtained about the complaint: it was reported that the shavings came off from the instrument and not the cannula. It was reported that the instrument was not inspected prior to use. The fragments fell off of the instrument while it was in use and occurred after 10th cut with the vessel sealer extend. The instrument did not come into contact with any hard materials. There is no video recordings of the event for isi review. The fragments observed during the procedure were removed with a "bowel grasper."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue. The instrument was found to have a broken grip tip. A piece approximately 0.039" x 0.025" was found to be broken off the tip. The broken piece was not returned. No ceramic dots were missing. This failure is typically associated with mishandling/misuse. The instrument was also found to have scratch marks and mechanical indentations damage to the grip tips. This failure is typically associated with mishandling/misuse.